Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the dropped beats were due to updates of the reference electrograms (egm) and the right ventricular (rv) lead was reprogrammed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had two occasions of dropped beats where it did not pace. The rv lead remains in use. No patient complications have been reported as a result of this event.